Manufacturer narrative:
(B)(4).

Event description:
It was reported: "patient went down to radiology for CT contrast (via pic line). Normal saline injected into PICC line (as per injection report), pressure dropped off it after approx. 5 seconds, which is when it was likely that the lumen split. The PICC line was physically inspected and noted to have a split in clear aspect of lumen heading toward the hub. Not able to be used and had to be removed from patient. Patient had alternative vascular access already insitu, so contrast was injected through alternative route. The slide clamp was not activated at the time of the incident. The pressure injection was performed down a needless connector." No patient harm reported. No medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an extension line separated/torn was not able to be confirmed by the photo as the image only shows the pressure and flow output readings (the device is not pictured). A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "use only lumen(s) labeled "pressure injectable" for pressure injection to reduce risk of catheter failure and/or patient complications. Refer to the arrow pressure injection information label for pressure injection information." The customer report of a torn extension line was not confirmed by visual inspection of the customer supplied photo. In addition, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported: "patient went down to radiology for CT contrast (via pic line). Normal saline injected into PICC line (as per injection report), pressure dropped off it after approx. 5 seconds, which is when it was likely that the lumen split. The PICC line was physically inspected and noted to have a split in clear aspect of lumen heading toward the hub. Not able to be used and had to be removed from patient. Patient had alternative vascular access already insitu, so contrast was injected through alternative route. The slide clamp was not activated at the time of the incident. The pressure injection was performed down a needless connector." No patient harm reported. No medical intervention required. The patient's condition is reported as fine.